Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured after it was inflated for several times. The procedure was completed with a different device. There were no patient complications reported.